Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in the operating room for generator change-out due to normal eri, externalized conductors were observed. The electrical function of the lead was normal. Physician elected to continue to monitor the patient routinely. Patient's condition was stable. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.